Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reen5195 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported some of the units (in centimeters) that are printed on the PICC are erased or defective, they cannot be read well. It was stated, "implanted in the patient as it is understood there is no risk for the health."